Event description:
On (B)(6) 2022 - the consumer claims to have burnt his hand while in use of the product. The consumer touched the base of the product which was hot and caused the incident to occur. Medical attention was not received.

Manufacturer narrative:
On (B)(6) 2022 - we have requested the product be returned to the manufacturer for an investigation. To date, we have not received the product.